Manufacturer narrative:
(B) (4). The ge svc rep replaced the monitors and the on/off switch. The system tests satisfactory at this time. (B) (4) 06/09/2009.

Event description:
The customer reported that the left monitor was intermittently going dark, the right monitor had a burn-in, and the on/off switch was not lit.